Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a fragmented picture during reprocessing involving an olympus ultrasound bronchofibervideoscope. The customer suspected that the cause of the fragmented picture was due to broken objective lens. There was no patient injury reported.